Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was to underdog magnetic resonance imaging (MRI). Technical services (ts) was consulted and noted the systems right atrial (ra) lead exhibited high out of range impedance measurements, so a lead integrity issue was suspected and further evaluation was recommended, with the device not been MRI conditional due to possible lead integrity issues. There is no indciation a MRI has been performed. This device remains in service. No adverse patient effects were reported.